Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed a cause for the reported positioning failure and single leaflet device attachment/slda could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The clips remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other patient effects mentioned and in the article are filed under different medwatch MFR numbers. Literature title : mitraclip therapy in daily clinical practice: initial results from the german transcatheter mitral valve interventions (trami) registry.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, stroke, ischemia, pericardial effusion, heart failure, bleeding, medical intervention, mitral valve replacement, and hospitalization. Device issues include, single leaflet device attachment (slda), and inability to grasp the leaflets. Details are listed in the attached article, titled ¿mitraclip therapy in daily clinical practice: initial results from the german transcatheter mitral valve interventions (trami) registry.¿ please see article for additional information.